Manufacturer narrative:
The customer verbally stated that calibration and controls were acceptable. The patient samples were requested for investigation, but these were not available. Upon review of the alarm trace, sample clot detection and sample short errors were observed. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The field service engineer could not determine a cause, but stated it may be related to consumables. The probes, water pressure, and rinsing stations were checked; all were acceptable. Precision studies were performed for anti-hbc igm and recovered within guidelines. The customer verified that anti-hbc igm controls recovered within the assigned ranges. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for samples from four patients tested with elecsys anti-hbc igm and elecsys anti-hbc ii. The results measured by each assay were alleged to be inconsistent with each other. This medwatch will apply to the elecsys anti-hbc igm reagent. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys anti-hbc ii reagent. All four patients had multiple samples drawn at the same time. All samples had positive anti-hbc igm results, but negative anti-hbc results. No specific data was provided. The patients' results were reported to the medical director. The medical director reviewed the cases and reported the patients as negative for hepatitis b based on the anti-hbc results, patient history, and clinical health of the patients at the time of sample collection.